Event description:
Further follow-up indicates the patient had their ipg explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg had an increased recharge burden. As a result, surgical intervention may be pending.